Event description:
This is a spontaneous report by a nurse from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On an unreported date, the patient developed peritonitis. Laboratory tests, remedial treatment and outcome of peritonitis were not reported. It was reported that the patient was removed from therapy until she recovered. Medical history and concomitant medications were unknown. The reporter did not comment on causality, and declined to be contacted for additional information.

Event description:
Per the audiologist, the patient experienced a decrease in performance along with pain when using the device. The results of an integrity test (B) (6), 2010 indicate a malfunction of the receiver stimulator. Explant and reimplantation is planned, but had not taken place at the time of this report april 15, 2010.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, during the same surgery, the patient was re-implanted with a new device.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that during a lead revision due to lead migration, the surgeon decided to reposition the ipg within the same pocket and re-secure it. The patient is reportedly doing well.

Manufacturer narrative:
Correct date of surgery is (B)(6), 2010, not (B)(6), 2010 as previously reported.(B)(4).